Event description:
It was reported that the pump would not power-up on ac/dc. The alarms signaled while on the patient. Because of this, the pump was exchanged. There were no associated patient complications.

Manufacturer narrative:
The arrow field service engineer investigated this incident. He replaced the battery and power supply. The pump was functional tested and returned to service.